Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2015 with blood glucose of 540 mg/dl. Customer was hospitalized due to diabetic ketoacidosis and uncontrolled high blood glucose. Customer had high risk pregnancy and was hospitalized three times; on (B)(6) 2015 to (B)(6) 2015, (B)(4) 2015 to (B)(6) 2015, and then on (B)(6)2015. Customer was treated in the intensive care unit. Customer states that high blood glucose only happened when on insulin pump therapy and believes insulin pump may be over-delivering. Customer arrives to hospital with diabetic ketoacidosis and was treated with less insulin that customer treats with insulin pump and customer's blood glucose becomes stable. Customer reported that for this reason healthcare professional suggested that insulin pump be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked reservoir tube lip, minor scratches on the display window and cracked case near the display window corners noted during our visual inspection.

Manufacturer narrative:
Additional information has been received, which was not included with the initial medwatch report. The information has been provided with this report. The insulin pump passed delivery volume accuracy test.